Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable ion selective electrode (ise) sodium result for one patient sample. The initial result was 121 mmol/l and was reported outside the laboratory. The doctor questioned the result and the sample was repeated on (B)(6) 2013 on cobas c501 serial number (B)(4) and the result was 131 mmol/l. The repeat result was believed to be correct. The customer did not know if the patient was adversely affected. The sodium electrode lot number and expiration date were not provided. The field service representative determined there were salt bridges in the ise assembly. He cleaned the ise assembly and verified the system with ise checks which were good. The customer ran qc which was good.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. The salt bridges on the ise system found by the field service representative most likely did not have an impact on the sample results. Based on the information provided, the issue was most probably caused by a mis-sampling of the sample due to poor sample quality.